Manufacturer narrative:
(B)(4). The customer reported he changed the turbine from a working unit but the problem remained. The customer changed the power supply and battery pack still did not work. Lastly main pcb was changed, and all errors went away. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported motor fault and ventilator inoperable alarms on the vela ventilator. The customer confirmed that there was no patient involvement associated with the reported event.